Event description:
This ra lead was implanted on (B)(6) 2003 and remains implanted as of this time. A call received from technical services on (B)(6) 2017 stating that this lead exhibited > 2500 ohms impedance. The lead is also not really getting any sensing so may be capped. The physician was dr. (B)(6) at (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).